Manufacturer narrative:
During testing, the battery compartment was found to be cracked. The display was dim and discolored. Unrelated to these issues, the audio bolus button cover was detached and missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a display issue. This report is made based on results of investigation completed on (B)(6) 2015.